Event description:
Event description guidant received information that this right atrial lead displayed a loss of sensing and capture. It was further reported that the r-waves were decreasing and the capture thresholds were still increasing. An x-ray of the implant site noted the lead had dislodged.